Manufacturer narrative:
Manufacturer's investigation: a direct correlation between heartmate 3 lvas, serial number mlp-005700, and the reported event could not be conclusively established through this evaluation. The arrhythmias were thought to be potentially related to the device. It was also communicated that the patient had chronic a-fib, and rate was variable, so the event was never truly ¿resolved¿; however, the patient¿s heart rate was generally controlled with medications. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient received an automatic implantable cardioverter-defibrillator (aicd) shock related to rapid ventricular response with atrial fibrillation on (B)(6) 2017. Patient was started on IV digoxin to control heart rate. Patient was later started on amiodarone drip. Treatment was reported as changes to medication. Per the clinician, the arrhythmias were possibly device related. At the time, patient received an aicd shock and was symptomatic with rapid atrial fibrillation. Patient has chronic atrial fibrillation and rate is variable. The event never really "resolved" as this is an ongoing issue but heart rate is generally controlled with medications.